Event description:
The clip was placed down the scope and placement was trying to be determined. The clip was opened and placed on polypectomy site. Md wanted position changed. The clip was then opened again and closed while doctor was looking for better position. At that time the clip was not safely attached to the delivery device, the clip was never deployed. The delivery device was then removed, the clip was removed from the scope. No injury to patient.